Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) regarding a buretrol intravenous solution administration set in which the roller clamp was shut, but the unknown critical drug (non adrenaline drug) was still dripping into the burette chamber due to this event, the patient's blood pressure dropped due to the over-diluted drug. The roller clamp was taped down to prevent further leakage dilution. There was patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.